Event description:
The customer reported that intermittently the systems monitors would go black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the frame grabber board. The system operates as intended.